Manufacturer narrative:
The customer did not provide a comparative result for the reported inratio value of 4.9 obtained on (B)(6) 2016. It is not possible to verify if a discrepancy exists without this information. The product was not returned for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 370105ar meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specifications. It was additionally reported that the patient obtained three inratio inr results of >7.5 with an unspecified strip lot. An inr result greater than the inratio's measurable range will result in an inr value of >7.5. Although a technique issue was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Caller reported an unexpected high inratio inr result =4.9. The reported therapeutic range is: 2-3. No change was made to the dosage after receiving the unexpected high result. No other test method was performed. It was reported that finger may have touched strip while applying sample. The caller was a trainer sent to visit patient to retrain her. She called because while reviewing the monitor memory she observed test results >7.5 on three occasions. No information was available concerning possible changes in coumadin dosage. Historical results provided by patient: (B)(6). Following are results reported by the patient to distributor (rcs) in the past few months: (B)(6).